Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation a free floating particulate was located in the filter. It appears to have been left by the manufacturing process of the filter supplier.

Event description:
The initial reporter stated that plastic of the tubing had "black speckles" in it. There was no indication at the time of the report that free floating particulates were found. When the administration set was returned to mmdg for investigation, a free floating particulate was located inside the administration set filter. Mmdg did follow up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).